Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic feeling dizzy. Upon interrogation the pulse generator exhibited premature elective replacement indicator. The patient would be monitored.